Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunctions of error code e103 and spare lamp lighting but not main lamp were confirmed. Based on the results of the investigation, it was presumed that the spare lamp lit up because the main lamp did not light up, and it was due to a power supply unit failure, and the e103 error code was displayed because the main lamp failed to light up. The root cause could not be identified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the light source exhibited error code e103 due to faulty power supply. In addition, the main lamp does not ignite while the spare lamp does. There were no reports of patient involvement.